Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device didn¿t start up correctly. During troubleshooting fse found that flexvision issues were identified. Review of the log file showed that post "host pc" done/failed. Fse replaced the flexvision pc and hdd. Software was installed, configuration were carried out and comprehensive function control carried out. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up correctly, stalling at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed the flexvision pc did not start. The fse replaced the flexvision pc and the hard disks, and returned the system to use in good working order.